Event description:
A review of the programming history for the patient's device revealed high impedance was observed after each of three normal mode diagnostic tests. The patient's device was not programmed off until several years after the high impedance was identified. No additional relevant information has been provided to date.

Manufacturer narrative:
Lot #, corrected data, initial report inadvertently did not list lot number.

Event description:
The physician's office indicated that the high impedance was not resolved via surgery; per the nurse, the device was instead allowed to reach normal end of service, which was happened four years after the first high impedance test result occurred. No additional relevant information has been received to date.